Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the small grasping retractor was found to have wire sticking out. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal end. The complaint regarding wires sticking out from the device was confirmed by failure analysis.